Manufacturer narrative:
(B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible.

Event description:
Post investigation findings revealed that the leakage past stopper defect was actually excess silicone.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3207387 and other expiration date includes 2028-06-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-08-22.

Event description:
It was reported that the bd luer-lok leaked past the stopper. The following information was provided by the initial reporter: bd 1ml syringe luer lok tip which we found to have leaking plunger after drug was added into it. Please find enclosed letter with the photos of the faulty syringes. So far, here are the number of syringes affected but I will keep this posted as we are still using 3212119 batch. Batch no. Quantity remarks 3207387 88 units unused. We stopped using this batch and put them aside. 3 units used. With the drug. 3212119 9 units used. With the drug.